Manufacturer narrative:
The insulin pump had intermittent button response on the act button due to flattened dome switches. The device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads. (B)(4).

Event description:
Customer's father reported via phone call, the act button on the insulin pump wasn't responding. Customer's dad doesn't know what led up to the issues. He didn't know the customer's blood glucose level. Customer didn't recall any significant event which may have caused the keypad. Customer's father was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.